Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, the patient woke up trembling and feeling sick. She was unable to ¿get up¿ and was nauseous. The patient¿s cgm receiver was reading 45 mg/dl. However, the patient does not recall the receiver providing her with an alert notifying her of her hypoglycemic state. The patient was wearing an omnipod dash insulin pump. The patient was able to crawl to her refrigerator and self-treated with coke and a glucerna shake. She then called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 55 mg/dl. Ems made and provided the patient with a peanut butter sandwich to eat. Ems stayed with the patient until her bg meter reading was in the low 200s mg/dl. The patient recovered at home and was not taken to the emergency room. The patient was feeling ¿okay¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.